Event description:
It was reported that the patient passed away on (B)(6) 2021 due to unknown causes. It was not known whether the outcome was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established. The patient was implanted with (B)(4) on (B)(6) 2021 and expired on 15dec2021. (B)(4) was not returned for evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, the account denied requests for additional information citing privacy laws. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08dec2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.